Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Note the patient received two scs leads from the same lot number. It was reported the patient could no longer feel any stimulation from his scs system. A system diagnostics revealed multiple lead contacts with high impedances. The patient's physician explanted and replaced the patient's leads. Postoperative the patient reported receiving stimulation in his main pain pattern. The reported issue has been resolved.